Event description:
It was reported that the patient had a sepsis infection and vegetation was noted on a pacing lead. It was further reported that the implantable pulse generator (ipg) system was removed due to the patient experiencing a persistent "staph" infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri52 implantable pacing lead (B)(6) 2012; rvdr01 implantable pulse generator (ipg) (B)(6) 2012. (B)(4).